Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The customer contacted baxter's technical service center regarding a low drain volume alarm, which occurred on the homechoice (hc) during use during initial drain. The baxter technical service representative (tsr) assisted the patient with multiple troubleshooting steps. The patient stated they had a few big air bubbles in their patient line. The tsr had the patient cycle the power off and on, end therapy, and start over with all new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the patient on (B)(6) 2011 regarding the reported low drain volume alarm in which air was detected. The patient stated they did not notice any visible damage or abnormalities with the supplies in use and did not know how air might have got into the line. The patient was able to resume therapy successfully after starting over with new supplies. The patient spoke with their nurse about the alarm and has been continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded, therefore no evaluation could be performed. This report for a low drain volume alarm was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was air in patient line. The root cause of the air in patient line was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This issue has been escalated to CAPA.